Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid from the secondary of antibiotics back flowed into the primary bag of normal saline. The drip chamber of the primary set filled with fluid after the secondary was started. The primary and secondary fluids and IV sets were replaced and the infusion restarted. There was no report of patient harm.